Event description:
The loop broke near the tip, just underneath the ceramic tip. No uterine manipulator was used during the case. Settings were 60 watt, macro on the valley lab generator. Once the foot pedal was pushed, there was a nice plume of smoke and she tried to go through and there was quite a bit of resistance and it snapped.

Manufacturer narrative:
Most possible reason of the loop break is bending of the wire in a way that it didn't stand the pressure and the heat at the same time.